Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keys were sticking. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump was cracked and part of the case was missing of battery compartment, reservoir top. The customer was also reported that insulin pump had ticking noise when completing a bolus and reservoir was able to lock in place into the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube thread and broken reservoir tube lip noted. Pump passed displacement test and self test. No audio/vibrate anomaly noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.